Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 08/02/2016. Device returned to manufacturer ¿ yes. Device evaluation: the sample was received for evaluation. Visual inspection at 10x microscope magnification was performed. Part of the lens edge at one side (near the loop insertion hole) was observed broken. The broke piece was not returned. Evidence of viscoelastic residues ovd (ophthalmic viscosurgical device) was detected in the lens optic body. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the lens package was opened by the surgeon during surgery, a crease on one side of the lens was seen. The surgeon did not use the lens and used another lens instead (no info). No additional information was provided.